Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional information requested, but was not received.

Event description:
It was reported that the pca tubing set is cracked.

Event description:
It was reported that the pca tubing set is cracked. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed), and d.11. The customer¿s report that pca tubing was cracked was confirmed due to a crack in the female luer. The pca set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a lateral crack in the female luer wall located at the top end of the female luer opposite of the luer gate and a piece of the top component missing. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer. Device history record for model 10800175 lot 19095871 shows that the set was manufactured on 12 september 2019 with a total of 6,003 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.